Event description:
It was reported that this patient with a pacemaker presented to the emergency room. The physician called for review of atrial arrhythmia episodes. Technical services (ts) reviewed the data and found there was right atrial (ra) undersensing. It was noted that the ra lead is being labeled as ventricular episodes since its single chamber. Ts recommended programming optimization. At this time, the pacemaker system remains in service. No adverse patient effects were reported.